Manufacturer narrative:
Investigation: the following allegations have been investigated: vena cava (vc)/aorta/organ perforation, inferior vena cava (ivc) thrombus, anxiety, physical limitations. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported anxiety and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right femoral vein due to upcoming bariatric surgery followed by an aborted percutaneous retrieval attempt on (B)(6) 2014. Patient is alleging vena cava and organ perforation. The patient further alleges anxiety and physical limitations. Retrieval report (not performed): "inferior vena cava extensive thrombus under filter extending into the left common iliac vein common iliac vein(s) left thrombus. Common femoral vein(s) left free of thrombus." "Infrarenal ivc filter - embolus/thrombus; aborted retrieval". Report from computed tomography (CT): "there is an inferior vena cava filter present." "Impression: 5. Chronically occluded left common iliac, external iliac and common femoral vein". Report from CT: "an ivc filter is present at l 1-2 through l2-3. It is located approximately 8-10 mm inferior to the lower most renal vein. There is no abnormal tilt of the filter. Utilizing the axial images as a clockface, several of the struts of ivc filter extend significantly beyond the walls of the ivc. At the 12 o'clock position anteriorly, there is a 4.0 mm fat plane separating the tip of the strut from the anterior ivc wall. Extending medially to the approximate 2 o'clock to 3 o'clock positions, there are three filter struts which extend 1.0 mm, 2.5 mm, and 3.5 mm beyond the wall of the ivc. One of these three struts at the approximate 2 o'clock position penetrates the right lateral wall of the abdominal aorta. The tip o the strut is located approximately 1.0-1.5 mm beyond the wall of the abdominal aorta with its tip within the aorta. This is best seen on series 2, images#: (B)(4). Extending further posteriorly, a cluster of struts extend significantly beyond the wall of the ivc. Two of the struts are each located approximately 4.0-4.5 mm beyond the wall of the ivc. An additional strut at the approximate 5 o'clock position penetrates the anterior aspect of the l2-3 intervertebral disc, and the tip abuts the anterior aspect of the superior endplate of the l3 vertebral body. Extending further laterally, a strut at the 7 o'clock position demonstrates a 2 mm wide fat plane separating the tip of the strut from the ivc wall. The remainder of the struts from the 8 o'clock to 11 o'clock positions appear intact in location."

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2013. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."